Event description:
It was reported that the subject device exhibited a noisy screen. The issue occurred during set up/inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to an image e216 error identified during angulation adjustment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.